Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a bag that became disconnected on the homechoice (hc) machine during set up. The hp confirmed she was not connected and had an unused line. The technical service representative (tsr) advised the hp to use that line with a new bag. The hp confirmed the clamps were never opened. The tsr assisted the hp back to setup. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The home patient (hp) continued therapy with product. Should any additional information become available, a follow-up report will be submitted.